Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Ppf and sticker sheets received. Ppf alleges loosening of cup, bone fracture, infection, loosening of stem, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of original mrn: 1818910-2019-90078. . The original mrn: 1818910-2019-90078 will be kept for investigation purposes.